Event description:
A complaint was received from a customer that stated when they push the slide up only some of the numbers in the display are displayed. However, they cannot tell what they are because the numbers are incomplete. It appears that the top half of the numbers are missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.